Event description:
The customer originally returned his olympus high flow insufflation loaner, noting that it was producing an abnormal noise. While inspecting an olympus high flow insufflation unit loaner device, it was discovered that the locker was loose, causing a leakage to occur. This report is being submitted to capture the compromised locking mechanism that is causing a leakage to occur. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a gas leak discovered at the first regulator unit. Additionally, the damper was found damaged as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.